Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, this type of event is most likely caused by applying excessive force on the shortening strands, nicking the suture with another instrument, fraying from sharp edge of the bone tunnel. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported that an acl tight-rope rt was seated and graft brought into the knee 5mm short of socket length. Tibia was fixed with screw and graft advanced again to further tension. When knee was cycled, there was a loud 'pop' and the graft was loose. The loop had broken off the button; it was removed and another implant was used to complete the case. There were no unplanned incisions but the original button remained in the patient. Follow-up: rep stated that the surgeon pulled the construct out after hearing the pop and the graft was loose but the button was stuck between the tissues and bone. A second device was inserted next to the 1st. One using the same insertion site. Pt. Is doing fine to date.